Manufacturer narrative:
The device was returned d9 was updated. The investigation is underway once completed a supplemental report will be submitted.

Event description:
Clinical narrative:a 44-year-old male with acute myocardial infarction complicated by cardiogenic shock, pre support clinical status consistent with scai shock stage e, was supported with an impella cp implanted via the right femoral artery on (B)(6) 2026 at 01:35 am. During ongoing support, a sudden drop in impella flow to approximately 1.6 l/min occurred with persistent suction alarms. The device automatically reduced from p7 to p3; however, alarms persisted with low flows and flat motor current. Upon bedside assessment, suction alarms remained present at p3. Limited echocardiography revealed the device positioned deep within the ventricle. The physician adjusted the impella by pulling back to the appropriate position (3.8 cm), but low flow, suction alarms, and flat motor current continued despite repositioning. The patient had been receiving peripheral IV heparin infusion for the duration of support, which was discontinued per physician request in anticipation of device removal. Given the lack of functional recovery after repositioning, the care team determined the impella was not functioning properly. A plan was made to explant the device without immediate replacement and closely monitor the patient. At the time of reporting, the patient remained on support, with survival and complaint outcomes pending.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H3 updated the device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the device in wrong position could not be determined as limited clinical details were provided and no cannula kinks were observed on returned product. The cause of the low pump flow was due to biomaterial ingestion based on returned data log analysis showing sudden drop in pump flows and returned product that reproduced low flows with biomaterial in inflow cage and on impeller blade.